Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with no moisture damage found inside the pump. However, pump was received with corroded keypad traces. The insulin pump did have a scratched lcd window, cracked case display window corner, cracked battery tube threads, and reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was unknown. The customer stated the insulin pump was exposed to moisture; water. The customer sated the drive support cap appears normal, but there is water under the lcd screen. The customer was advised that the device would be replaced and agreed to return the product for analysis.